Event description:
A malfunction code labeled malf 12 was reported, indicating a problem with the equipment. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after assistance, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again, which the customer understood and acknowledged.